Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that after an unknown procedure, following being placed in the patient; over time, the port has come away and become disconnected from the tubing, requiring a new port to be connected. The patient is stable.